Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. An attempt to purge air out of the sheath to prepare the device for leak testing, discovered leaks from the stopcock and due to the severity of the leak from the stopcock, leak testing could not be performed. Inspection of the stopcock found cracks on the top and bottom of the sheath inflow port and observed the cracks to leak as deionized water was injected into the flush lumen. No defects or abnormalities were found on the hemostatic valves. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the sheath was aspirated it took in air. Several syringes were used for aspiration. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the sheath was aspirated it took in air. Several syringes were used for aspiration. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.